Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen did not work; the customer has tried to calibrate it, but it did not work either, it remained stuck. The unit was being used on a patient at the time the reported issue occurred. There was no patient harm.

Manufacturer narrative:
The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.